Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pump logs that were examined on (B)(6) 2017 at 12:33 showed motor stall occurred on (B)(6) 2016 at 03:05 with stopped pump period may exceed tube set on (B)(6) 2016 at 03:05 and motor stall recovery occurred on (B)(6) 2016 at 08:08; motor stall occurred on (B)(6) 2016 at 20:24 with stopped pump period may exceed tube set on (B)(6) 2016 at 20:24 and motor stall recovery occurred on (B)(6) 2016 at 21:35; motor stall occurred on (B)(6) 2016 at 23:21 with motor stall recovery occurred on (B)(6) 2016- at 21:12; motor stall occurred on (B)(6) 2016 at 21:40 with motor stall recovery occurred on (B)(6) 2016 at 02:29; and motor stall occurred on (B)(6) 2016 at 06:39 with stopped pump period may exceed tube set on (B)(6) 2016 at 06:39.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown brand of morphine. It was reported the patient was having problems with their morphine pump, but they were not able to get a hold of their doctor due to the holidays. The patient was not sure what to do. No patient symptoms were reported.

Manufacturer narrative:
(B)(4) no longer apply. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-jan-03. It was reported that the pump was interrogated, and a motor stall occurred on (B)(6) 2016, followed by multiple stalls and recoveries. A final stall occurred on (B)(6) 2016 with no noted recovery. A "stopped pump period may exceed tube set" message occurred on (B)(6) 2016, and again on (B)(6) 2014. The patient experienced increased pain, nausea, and headache. It was noted that everything hurt. The pump was infusing morphine at 10mg/ml at 3.459mg per day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.